Manufacturer narrative:
Investigation summary: this complaint alleges false negative result on the focalpoint instrument (catalog number: 491464) serial number: (B)(6). The customer reported a circumstance were a slide reported negative, lab process compatibility assessment (lpca) has been run with the current staining too dark. Service advised the customer there were issues with the staining due to not performing the lpca after their adjustments. Root cause not determined, and this complaint is not a confirmed failure of the instrument. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Device history record review revealed no abnormalities during build and test of this unit prior to shipping, as it is related to the failure mode reported. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirm there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of results.

Event description:
It was reported that the bd focalpoint¿ slide profiler classified a slide as negative requiring no further review. The slide was reviewed by the laboratory and determined to be positive. There was no report of patient impact.

Event description:
It was reported that the bd focalpoint¿ slide profiler classified a slide as negative requiring no further review. The slide was reviewed by the laboratory and determined to be positive. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.